Event description:
Circuit melted.

Manufacturer narrative:
It was reported that on (B)(6) 2023, "circuit appears to be melted when she took the mask off of the patient". It was reported that due to this, use of the machine was discontinued. No harm to the patient or provider was reported related to the incident. A sample has been requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.